Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella rp flex via percutaneous right femoral vein for mechanical circulatory support. The caller stated that she had a brief placement signal not reliable alert but resolved and now placement signal number's are very high and flow calculation was at 0. Motor current was pulsatile. Hemodynamics have not changed and the patient was stable. They will monitor hemodynamics. No patient harm was noted.

Manufacturer narrative:
Additional information has been provided in d3. Placement signal issue: the cause of the placement signal issue was not determined since product was not returned and data logs were not available.

Event description:
The patient survived.

Manufacturer narrative:
B5: added additional information regarding patient outcome.